Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was inserted via the patient's femoral artery using the sheath included in the kit. At an unspecified time there was a helium leak through the arterial pressure lumen of the catheter. It was reported that the iab was not removed and the issue was resolved by closing the arterial pressure lumen. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a reported delay / interruption in intra-aortic balloon pump (iabp) therapy however the timeframe is unknown. Additional information received stated that they used a three-way valve to close the inner lumen of the balloon.

Manufacturer narrative:
(B)(4). Returned for evaluation was a 40cc 8.0fr iab fos in a sealed plastic bag. Blood was noted on the bladder membrane upon return). No blood was noted within the catheter. Blood was noted on the bifurcate. The central lumen was found broken approximately 9.5cm from the luer end. The distal end of the sheath was located approximately 43.0cm from the distal tip of the catheter. The injection lumen was found capped off with a red cap. The fos cabling was found cut at the bifurcate, and the remaining parts of the fos were not returned. The short driveline tubing was cut, and the remaining parts of the tubing were not returned. The sidearm tubing was cut off from the teflon sheath a bend on the central lumen was noted approximately 23.5cm from the distal tip. The one-way valve was not returned for evaluation. The iab was submerged in water and leak tested. The catheter was found leaking through the distal tip of the catheter because of the broken central lumen; however, no holes or leaks were detected on the bladder membrane. The bladder membrane passed functional testing. The iab failed leak test. See other remarks section. Other remarks: a lab inventory guidewire was inserted through the distal tip of the catheter. Resistance was noted approximately 5.3cm from the distal tip of the catheter. The guidewire was not able to advance. The guidewire was inserted through the luer end of the catheter. Resistance was noted approximately 9.5cm from the luer end of the catheter. The guidewire was not able to advance because the central lumen was broken at this location. The central lumen was cut at the location of resistance and a dried blood clot was noted approximately 5.3cm from the distal tip of the catheter. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarms is confirmed based on the damage found on the central lumen. The device was returned with a broken central lumen; however, no blood was found in the catheter. A bend was also found on the central lumen. Either the break or the bend could have potentially been the cause of a helium loss alarm. The root cause of the broken and bent central lumen is undetermined.

Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was inserted via the patient's femoral artery using the sheath included in the kit. At an unspecified time there was a helium leak through the arterial pressure lumen of the catheter. It was reported that the iab was not removed and the issue was resolved by closing the arterial pressure lumen. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a reported delay / interruption in intra-aortic balloon pump (iabp) therapy however the timeframe is unknown. Additional information received stated that they used a three-way valve to close the inner lumen of the balloon.